Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: when problem was notice: during use. Sterilization wrap: incident discovered during patient care: no. Date of event: 2/27/2025 12:00:00 am. Incident details: when the safety is engaged, it either retracts in slow motion, or sometimes gets stuck and the needle is not able to retract. Was patient or end-user injured: no. Was medical treatment required: no. Patient current status: n/a. Thu 03/20/2025 8:29 am 1. Were there 7 patients in total? I don¿t have an exact number of patients effected. This happened at multiple sites over a span of several months before we were able to identify the lot number. 2. How many different patients were for a retraction failure and how many were for a slow retraction? I don¿t have exact numbers. 3. Did all occurrences occur on 02/27/2025? No. This happened for several months prior to it being reported. It happened at multiple locations including (B)(6). My responses are the same as ***. This was happening on several occasions over the course of weeks to months. I had 4 incidents reported to me before the lot number was identified.

Manufacturer narrative:
Investigation results: the complaint that the needle got stuck (needle retraction failure) could not be confirmed from the used and unused 24g insyte autoguard units that were received from lot #4292347. A functional test revealed that needles fully retracted when the safety mechanism was activated. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the returned samples and manufacturing records do not support the complainant¿s description of needle retraction failure, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.